Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number 3004608878-2017-00252 and 3004608878-2018-00030.

Event description:
This report is 1 of 2. An operating room director reported to integra that on (B)(6) 2018, a2079 mayfield infinity xr2 base unit was used on a patient during a craniotomy procedure for aneurysm. The (B)(6) year old female patient was positioned into a a2114 skull clamp, then the skull clamp was connected to a 437a2400 swivel adaptor, tape were used to secure the units together by wrapping it around using figure eight fashion. The patient was prepped and draped then the surgery began. Three to four hours within the intraoperative period, a loud noise was heard and it was the breaking of the 437a2409 knob (part of the a2079 base unit). The patient's head was caught without falling. The operating room team repositioned the patient, removed the device and a new positioning device was used and continued the surgery. There was a surgery delay of 20-30 minutes due to the repositioning. It was reported that the patient was not harmed during the incident.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The xr2 standard adaptor knob threads are broke off in the xr2 clamp base. Device history record reviewed for product ID a2079, serial # (B)(4) was manufactured on 12/23/2010 with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. There is no service history for this device. Root cause confirmed complaint event, however less the broken knob, all devices conformed to inspection requirements at time of 2010 manufacture. A deep dive determined that there were two causes that contributed to the failure: the minor diameter of the female threads in radiolucent skull clamp (a2114, serial number (B)(4)) were found to be undersize and would not accept the go gage. Root cause is not known, however original device was manufactured and conformed to 1101 requirements in 2010 and the skull clamp is made from plastic. To identify this issue early and prevent from reoccurring, the 1101 inspection instructions have been revised (B)(6) 2018 to add a check the thread minor diameter of female threads by service depot as part of routine preventative maintenance. The nonconforming xr2 clamp body 439a1030 with undersize female threads is scrapped and will be replaced. User applied torque to knob in excess of material strength of screw thread is the primary root cause of knob breakage. The knob is plastic. Plastic is commonly known to not behave like metal. Testing has shown that existing knob will break if too much torque or lateral force is applied.